Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d4, e1, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that the intermittent image occurred due to printed circuit board failure. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be made available, a supplemental report will be provided.

Event description:
The customer reported that during preparation for a therapeutic procedure, his olympus 3d visualization unit was experiencing an intermittent image. According to the initial reporter, the intended procedure was completed using the subject device without any report of patient harm.